Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the sureform stapler 60 instrument for evaluation, although it is expected to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the sureform stapler 60 (part # 480460-09 / lot # t90210920-0148) associated with this event has been performed. Per the logs, the instrument was last used on 24-nov-2021 on system sk0263. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A failure analysis engineer (fae) reviewed the stapler log and reported the following information: logs show the sureform stapler 60 instrument (pn 480460-09, lot t90210920-0148) was installed 9x and fired 9 reloads (1 green, followed by 6 blue, followed by 2 white). All firings were completed per the logs. First 6 firings had no pauses for compression, and the last 3 firings had 1 pause. There was 1 incomplete clamp by this instrument in 11 clamp attempts. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the jaws of the sureform stapler 60 would not open after it's third fire with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, after the sureform stapler 60 completed it's 3rd fire, it would not re-open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Is) made multiple attempts to gather additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
A review of the instrument log of the sureform stapler 60 (part # 480460-09; / lot # l91211004-0055) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) -2021 on system sk3992. The alleged event occurred on the 5th use of the instrument. A failure analysis engineer (fae) reviewed the stapler log and reported the following information: logs show the sureform stapler 60 (pn 480460-09, lot l91211004-0055) was installed 7x and fired 5 reloads (1 black followed by 4 green). Firings occurred on the first 5 installs. All firings were completed per the logs. Firing #2 had 1 pause for compression and the other firings had no pauses. There were no incomplete clamps by this instrument, and no unclamp failures per the logs. Following the 5th firing, the next two subsequent installs had some unknown failure (possibly initialization, but logs cannot confirm the failure mode).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02, d11 - intuitive surgical, inc. (Isi) has received the sureform stapler 60 instrument and failure analysis (fa) has completed their investigations. Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the log shows no unclamping failures. The additional observations not reported by the site that are not related to the customer reported complaint were also identified. The instrument was found to have failed during initialization failures based on a log review. The log error for the homing failure mode is "unknown failure mode???". The root cause is not determinable/applicable. The I-beam was extended and lodged staples were found in the I-beam path. Root cause of this failure is attributed to a component failure. Signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibits orange discoloration. Friction was observed when rotating the main tube. Root cause of this failure is attributed to mishandling/misuse. The instrument was transferred to a failure analysis engineer (fae) for further investigation. The fae performed a visual inspection and confirmed the presence of staples in the I-beam path. Staple fragments were removed and appeared to have a flat side, indicating that they were likely jammed between the I-beam and anvil. Although the logs show an "unknown failure mode", the lodged staples are typically associated with causing initialization failures. It is possible that the "unknown failure mode" was actually an initialization failure. Regarding the complaint of the jaws not opening, the bevel gear in the backend was manually rotated to drive the I-beam forward and backwards and the jaws were able to fully open and close. No issues were observed with opening/closing of jaws.

Event description:
Refer to h10/h11 for follow-up information.